Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the peritonitis. Treatment was not reported. The cause of peritonitis was unknown. At the time of this report, the peritonitis was ongoing and the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Forty days after onset of the peritonitis, the patient was recovered from the event and on the same day was discharged from the hospital.